Event description:
Originally reported to (B)(4), patient self tester reports protime system inr 4.5. Unspecified lab system 2.9. Patient therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation pending product return.